Event description:
It was reported that the system shut down after a power outage. The system did not shut down without command due to a facility power issue. There is no report of a pt injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ups batteries were evaluated and replaced. The system was tested and found to be working as intended and returned to service.